Event description:
According to the reporter: occurred during a laparoscopic procedure. After six shots, the stapler caught and cracked, thus becoming inoperable. The stapler was able to fire. In order to resolve the issue and complete the case, opened a new stapler. There was no patient harm. The patient outcome is alive, no injury.